Event description:
A customer reported that while manually opening the sample tube on a coulter act 5diff autoloader (al), the sample spilled on the instrument and technician. The sample was from a known (B)(6) patient. The customer opened the tube manually due to product corrective action ((B)(4) - high platelet results randomly on first aspiration of a tube) on the act 5diff autoloader, instructing customers not to use the autoloader and to process samples manually. The customer was wearing personal protective equipment (ppe) and thus did not come in direct contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no impact to sample results. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).